Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the system went into bypass when the floor stand base was rotated to a peripheral position. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The power supply cable of the collimator was defective which caused the system to switch to the bypass fluoro mode as soon as the collimator of plane a of the biplane system was rotated. The bypass mode is a mitigation of the problem where only continuous fluoroscopy with reduced image quality is available and the captured scenes cannot be saved and can only be viewed on the live display in the examination room. Such an error can only be corrected by service intervention. The affected collimator was replaced by the regional service organization and the error has not been reported again. The spare parts consumption of the collimator was checked and any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.